Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that occlusion alarms occurred. A new cartridge was loaded to address the issue. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 276 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.